Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: the reported conditions (i.e., chb, lbbb, first degree heart block) are all types of conduction disturbances. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Conduction disturbances are known potential adverse effects per the evolutr IFU, and can typically be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav, as occurred in this case. Based on the limited information provided, a conclusive cause for the reported conditions and the occurrence of the first degree heart block post permanent pacemaker implantation cannot be determined. Treatment for the first degree heart block was not prescribed. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) showed sinus rhythm with complete heart block (chb). The following day, left bundle branch block (lbbb) was also noted; subsequently, a permanent pacemaker was placed. The discharge ECG no longer showed the complete heart block. No further adverse patient effects were reported.